Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use of less than a day. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch: 6001144 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot: 6001144 was manufactured according to the work instruction (wi) version 75 and packaging in the multivac m08 on 20-apr-2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: assembly of the lot: 3d01780 was manufactured according to the (wi) version 27 and assembled in the quickset line, on 19-apr-2023, with a total of (B)(6) units. The sub-assembly: gluing of tubing of the lot: 3d01772 was manufactured according to the (wi) version 38 and manufactured in the line mp08, on 18-apr-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot: 3d01771 was manufactured according to the (wi) version 38 and manufactured in the line mp05, on 18-apr-2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.